Manufacturer narrative:
(B)(4). Final analysis found the set screw could not be tightened due to med-adhesive in the set screw inset. The adhesive was preventing the wrench from engaging the set screw inset and prevented adequate wrench insertion into the inset. The connector block threads and the inside of the septum were also contaminated. (B)(4).

Event description:
It was reported that during the implant procedure, the pulse generator set screw could not be tightened. The device was not used and a new device was implanted. The patient's condition was fine.